Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up when post-paced t-wave oversensing was observed via review of stored egm's. Programming changes were made and the patient was in great condition.